Event description:
It was reported that there was possible air in the line of an interlink y-type blood/solution set. This occurred during infusion. The reporter stated that a baxter infusion pump displayed an air in line alarm while being used with the set. The pump was switched out, and the alarm reoccurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.